Event description:
On (B)(6) 2010, cardiacassist was notified by the hosp staff of an adverse event that resulted in a moderate pt blood loss. Support for the pt had been initiated without incident on (B)(6) 2010 in preparation for a bypass procedure. While prepping the pt for the procedure in the operating room, the left leg of the pt was flexed, resulting in a dislodgement of the hosp supplied arterial cannula and subsequent blood loss. The clinicians stopped the tandemheart pump, and applied pressure to the cannula insertion site to stop the bleeding. Tandemheart support was discontinued. The bypass procedure was subsequently performed as planned, and the pt was reportedly recovering from the incident and procedure with no add'l complications.

Manufacturer narrative:
The tandemheart system components were not returned for eval. Per the info provided by the hosp, no malfunction of any of the components of the tandemheart system was observed. The dislodgement of the arterial cannula, which is not supplied or manufactured by cardiacassist, was determined to be the root cause of the incident.